Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The clinician cleared the session and reinterrogated, all values were normal. The patient was scheduled for routine follow ups.

Event description:
New information received on sept 11, 2018, indicates that the patient presented in clinic with another diagnostic anomaly on the pulse generator. No programming changes were made and the patient would be followed up routinely.